Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The blood glucose reading was 600 mg/dl. The customer stated that he was on dialysis which reacted to his body chemistry and led to an increase in blood glucose levels. He had a stomach tube inserted about two and a half weeks prior to the call and the next day is when his blood glucose reading rose to over 600 mg/dl. The customer was admitted to the intensive care unit and was released two days later. The customer's last blood glucose reading, which was 145 mg/dl, was closer to his target. It was also reported that the customer had another hospitalization between (B)(6) 2014 for high blood glucose levels. He had his insulin delivery rates adjusted and stated he was much better afterward. The customer also observed that he may have had high blood glucose due to illness which he was exposed to during surgery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.